Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the distal circumflex coronary artery with no tortuosity, heavy calcification and 99% stenosis, a 2.5x8 mm nc trek dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured during the first inflation at 12 atmospheres (atm). The dilatation catheter was withdrawn from the patient anatomy without resistance. A 2.5x8 mm nc tenku dilatation catheter was advanced and dilatation was successfully performed at 18 atm. The procedure was completed without any issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: launcher 7f ebu3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.